Event description:
The customer reported being hospitalized due to high blood glucose over 200mg/dl. The customer stated that she is pregnant and did not want to take any chances. Troubleshooting was declined as she believes the insulin pump was functioning. The caller felt it was related to the length of the needle of her infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.